Manufacturer narrative:
Product event summary: image files were returned and analyzed. Two images were returned and showed a pulse field ablation catheter with the distal array knotted. In conclusion, the reported array knot issue was confirmed in the image file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the electrodes of the array overlapped in the left superior pulmonary vein (lspv), which was noted to be small. The catheter was not put back into spiral position before exiting the vein, causing the guidewire to flip over the array and an array knot was formed. A forceful tug was required to get the array into the sheath. Despite the issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.